Manufacturer narrative:
(B)(4). Approximate age of device- 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient remains in the hospital since implant. The patient was sedated and is on multiple inotropes. The patient was also being shocked for multiple episodes of ventricular tachycardia. It was reported that the physician was concerned that the bend relief on the outflow graft may have migrated out of optimal position. The submitted image was reviewed by clinical consultant and the bend relief alignment indicated that the bend relief might be disconnected from the pump. On (B)(6) 2017, the patient returned to the operating room and the outflow graft bend relief collar was not found to be in place and was not listed on the device tracking form from the time of the original implant. The outflow graft collar was then applied. On (B)(6) 2017, it was reported that according to the surgeon, there was no evidence of outflow obstruction. The patient¿s flows were currently greater that 5 liters and no components were exchanged. No additional information was provided.

Manufacturer narrative:
Review of the submitted x-ray image confirmed the reported disengagement of the outflow graft bend relief. Moreover, the evaluation of the returned device confirmed the presence of pump thrombosis, which could have potentially contributed to the reported low flow alarms. The reported kinking of the outflow graft as well as the thrombus reportedly found in the outflow graft at the time of the pump exchange could not be confirmed through this evaluation as no images showing the graft distortion were submitted and the outflow graft was not returned for analysis. Upon disassembly of the device examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and partially obstructing the blood flow path through all three stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the thrombus was obstructing a large portion of the blood flow path and could have potentially contributed to the reported low flow alarms. While the large thrombus found in the returned pump could have potentially contributed to the reported low flow alarms, the reported kink in the outflow graft could have also contributed to the low flow events. Moreover, while the reported kinking of the outflow graft could have contributed to the thrombus reportedly found in the graft at the time of the pump exchange as a result of an obstruction of flow, the large thrombus found in the outlet stator could have also potentially contributed to a low flow condition though the outflow graft and subsequent thrombus formation in the graft. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Pump thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
It was reported that without the outflow graft collar in place, the outflow graft was kinked. Low flow alarms were observed after the outflow graft collar was applied. The patient received a pump exchange on (B)(6) 2017 and thrombus was observed in the outflow graft. The thrombus was thought to be due to the outflow graft kink.